Manufacturer narrative:
Reprogramming was performed which resulted in in-range impedance measurement. Patient also had a vt ablation and did no experience any negative effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had two ineffective shocks during a ventricular tachycardia episode, third shock was successful. Low lead impedance was observed on one of the vectors. Reprogramming was suggested. Patient condition is currently unknown.